Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that the valve of the faradrive sheath leaked. Thus the sheath was replaced. However, the second sheath was also noted with leak. Thus the sheath was replaced with another different model sheath and the procedure was completed successfully. No patient complication was reported. The device return status is unknown.